Manufacturer narrative:
The hall micro 100 drill is not expected to return for evaluation since the incident occurred over 2-year ago on (B)(6) 2014. This handpiece was manufactured on 06-oct-2008 with no service/repair history found. The exact cause of the alleged "vibration" that caused the bur to loosen and fall into the patient's tibial canal was unable to be determined and/or verified at this time. In this instance, the handpiece has been in use for nearly 6 years when the reported problem occurred on (B)(6) 2014. The instruction manual informs the user of a 12-months service interval for this device. Over extended use and without proper preventative maintenance, worn parts and damage can occur to this device causing it not to function at its optimum. A review of the device history found no other similar complaint received. This is an isolated incident. To date, there have been no serious injury or death related to this reported problem. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of injury to the patient, the handpiece instruction manual provides the following precautions and warnings: handle all equipment carefully. If the handpiece is dropped or damaged in any way, return it immediately for service. Prior to each use, perform the following: inspect all equipment for proper operation. Ensure all attachments and accessories are correctly and completely attached to the handpiece. Do not operate the drill without the bur guard completely seated to the nose of the drill. Not returned, presumably still in use.

Event description:
On (B)(6) 2016, conmed corporation received a user voluntary medwatch report #(B)(4) forwarded by the FDA with the report date of 31-jul-2014. Listed below is the event description as stated on the user medwatch report: "during the total knee revision, a bur was attached to the micro 100 power system device and reportedly locked into place. The surgeon feels the vibration of the drill caused the bur to loosen from position and fall into the patient's tibial canal. They were unable to retrieve the bur from inside the bone. There remains a retained bur tip in the patient's distal tibial canal". Other received information indicated that the procedure as follows: left distal femoral replacing left total knee arthroplasty; removal of left femoral nail. Despite follow-up attempts, to date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.